Manufacturer narrative:
Additional information : the lot was manufactured from june 04, 2019 - june 05, 2019. The actual sample was received for evaluation. Visual and magnified inspection was performed which observed a blue floating particulate matter approximately 2.00 square millimeters inside the fluid pathway which appeared to be a plastic. The particle was analyzed using fourier transform infrared spectroscopy (ftir) with an attenuated total reflectance (atr) module. Examination of the bag showed a blue polymeric triangular particle 2.1mm as measured in the longest linear length visible in the bag. The particle was determined to be polypropylene. Blue polypropylene was not a component in the manufacture of the bag. The reported condition was verified. The cause of the condition could not be determined, however is not related to the manufacturing of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag after compounding with intralipid bags. It was further reported that the particle was the same color as the stopper from the intralipid bag. There was no patient involvement. No additional information is available.